Manufacturer narrative:
While delivering the stent delivery system (sds) to the lesion the sds became caught and would not further advance. The sds was removed and the distal tip was noted to be frayed. There was no reported patient injury. The target lesion was a heavily calcified superficial femoral artery with an 80% stenosis. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Event description:
Stent placement: the target lesion was superficial femoral artery. The patient was a male, but his age was unknown. Heavy calcification, but was no vessel tortuosity. The rate of stenosis was 90%.it is unknown if the target lesion was pre-dilated. Smart control (complaint product) was delivered, but the tip of the device was caught at the target lesion. When the device was once removed from the patient, the distal tip of the device was observed to be frayed. Therefore, the physician stopped using the smart control and a different stent was placed in the lesion instead. The procedure was completed without patient injury. No product return.

Manufacturer narrative:
Guide catheter: parent, balloon catheter: power flex.additional information will be submitted within 30 days of receipt.